Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 144 hours of extended tests at the customer's settings. The ventilator also passed troubleshooting final test, which includes alarm and ventilation functions.

Event description:
It was reported to vyaire medical that the ventilator was too close to the MRI machine, and now it won't hold any peep. The ventilator would also not ventilate correctly, but did not cause patient harm.